Event description:
It was reported by the clinician that shortly after the implant, the device was interrogated and the right ventricular (rv) lead had a lead warning with polarity switch to unipolar. Impedance was >3,000 ohms. The patient was returned to the lab and the rv lead was repositioned without incident. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead (B)(6) 2013; a2dr01 pacemaker (B)(6) 2013. (B)(4).